Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The target lesion was 75% stenosis in the mid to distal circumflex (cx). The physician placed a taxus express2 8.8% 2.75 x 16 mm drug eluting stent in the cx. The post implant angiography revealed a step down from the stent down into the distal vessel. The pt was watched closely until the physician felt sufficient time had elapsed without incident. Perclose device was placed but failed and there was considerable oozing. Hemostasis was commenced and the pt complained of severe left-sided chest pain radiating down into their arm. On telemetry, st elevation was noted. The left groin was accessed and angiomax restarted. The distal cx was totally occluded and an angioplasty balloon was advanced but failed to restore flow after two inflations. The balloon was exchanged for an export catheter and 20cc of blood was removed with no improvement in flow. Intracoronary nipride was administered with full restoration of flow and reduction of chest pain. St's came down and the pt's enzymes did not meet guideline criteria for mi. Upon restoration of flow to the distal cx, an extensive dissection was noted. This was treated by placing two additional taxus stents, 2.5 x 16 mm and 2.75 x 12 mm. After stent deployment, the artery was watched for ten minutes with the wire in place and then the wire was removed. There was timi 3 flow and no residual stenosis noted. The pt was pain-free. The physician did not feel the events were related to the taxus stent.